Manufacturer narrative:
This report is associated with (B)(4), ultra corega cream mint flavor. Ultra corega cream mint flavor is marketed as super poligrip in the us.

Event description:
Death [death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of death in a (B)(6) female patient who received double salt dental adhesive cream (ultra corega cream mint flavor) unknown for product used for unknown indication. On an unknown date, the patient started ultra corega cream mint flavor. On an unknown date, an unknown time after starting ultra corega cream mint flavor, the patient experienced death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the death was fatal. The reported cause of death was unknown cause of death. It was unknown if the reporter considered the death to be related to ultra corega cream mint flavor. Additional details, the reporter was the patient's daughter who informed that her mother who was using ultra corega cream for denture adhesive, the reporter said that her mother died in un specified causes, unspecified date. The causality was not reported, the causes of the death was not known. Action taken for ultra corega cream mint flavor was unknown. This report is being resubmitted to capture corrections. The information was received on 21 sep 2017 and is as follows: the formulation for suspect product ultra corega cream mint flavor was changed from unknown to cream .